Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 11 months after the dental implant was installed in intraoral region #2, and 7 months after prosthesis installation, it was verified its loss of osseointegration. Thirty (30) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii and bone graft was performed.